Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The customer did not provided information regarding patient involvement.

Manufacturer narrative:
Updated: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
The customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The biomedical engineer confirmed there was no patient involvement.